Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing and the tuohy borst adapter was opened. The 2-way stopcock was tightened. The stent was partially released, 3.5mm. Based on the sample evaluation, the event was confirmed, as during a functional test, the stent could not be released. However, this could have been caused by the residues of coagulated blood inside the sheath system. Due to this contamination, no further investigation could be performed. The IFU supplied with this product states that higher deployment force may be encountered on longer length stent grafts. The exact cause of the complaint could not be determined. This application represents an off label use for this device. The information for use for this device states: the fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted.

Event description:
It was reported that the device would not deploy. A new system was used with the same results.